Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2017 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 9mm x 320mm standard nail per the sign technique manual. Surgeon comment: "this is an hypertrophic non-union case. We only just remove the wire and the distal interlocking screw that is loosed. To complete the operation, we do the judet decortication and bone graft by taking the bones around the fracture side."